Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Error u-02 was displayed on the integrated electrosurgical unit (iesu) upon startup. The fse replaced the iesu. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (u-02 error) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. Multiple c-00 errors were noted in the error log. The iesu was in good condition. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the integrated electrosurgical unit (iesu) displayed a u-02 error. The customer had power cycled the iesu and the issue persisted. The tse advised the isi clinical sales representative (csr) that the iesu would need to be replaced. The tse explained the possible work-around that the vision side cart (vsc) could also be swapped for another, if available. The csr explained the issues to the surgeon and the surgeon opted to begin using the vsc and may swap for another vsc and/or attempt the u-02 recovery work-around later in the procedure. The procedure was completing as planned with no reported injury.